Event description:
Dealer called stating that the clamp that holds the back onto the 96-2 shower chair has allegedly broke. Replacement be sent on a warranty order. No injury. The malfunction has not been confirmed.